Event description:
A consumer implanted for non-malignant pain and degenerative disc disease reported their device wasn¿t working and they saw the call your doctor message, but they didn¿t know what code went with it. The consumer met with the manufacturer¿s representative (rep) the first time it occurred who was able to clear and resolve it. This occurred a second time within a week or two in the same month and the rep. Was able to clear it again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.